Manufacturer narrative:
Reported event was confirmed by review of radiographs. Review of the available radiographs identified that left total shoulder reversed arthroplasty with possible loosening of the glenoid component with the associated changing orientation of the glenosphere as well as polyethylene wear of the glenohumeral component. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Event description:
It was reported that the patient underwent a revision surgery approximately four years post initial due to disassociation of poly liner from the stem. The loose liner was explanted and a new poly liner was implanted. No other implants were revised. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat: 00434904006, lot: 62977613, 40mm poly liner plus 6mm ofs; cat: 00434901500, lot: 63715593, 15mm post length base plate; cat: 00434904011, lot: 63653808, tm reverse 40mm glenosphere; cat: 01.04223.036, lot: 2921546, invers/revers scr syst 4.5- 36; cat: 01.04223.036, lot: 2921529, invers/revers scr syst 4.5- 36. Foreign- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00233.